Event description:
It was reported that the user was unable to remove a cartridge from the device until a helper assisted, after which the cartridge was easily removed and the user proceeded with the supply change. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on daily activities or additional medical care. Investigation included customer support troubleshooting and user education. Investigation of this case revealed that the device functioned as intended once assistance was provided and that no alerts or alarms occurred. It was concluded that the event was related to user technique and did not represent a device malfunction.